Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy/pregnancy (with complications)/pregnancy (no complications)'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: fallopian tube.') And embedded device ('migration of essure device location of device: coil embedded in other tissue') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on 2017 hysterosalpingogram done. In 2009, the patient had essure inserted. In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), amenorrhoea ("hormonal changes describe: amenorrhea"), mood swings ("hormonal changes describe:mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash"), acne ("rashes or skin conditions type:acne"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("pain: joint pain/joint aches"), vulvovaginal pain ("pain: vaginal"), pelvic pain ("pain: pelvic pain") and abdominal distension ("gastrointestinal or digestive system condition type:bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (to remove). At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, fallopian tube perforation, embedded device, amenorrhoea, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, rash, acne, endometriosis, tooth disorder, feeling abnormal, dysmenorrhoea, dyspareunia, arthralgia, vulvovaginal pain, pelvic pain, weight increased and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, acne, amenorrhoea, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, endometriosis, fallopian tube perforation, feeling abnormal, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepant information: (1) the plaintiff reported removal date was 2010, however she underwent an essure confirmation test only in 2017 hence stop date was not captured. (2) regarding 12 miscarriages in 2015, which was not feasible only one case:(B)(4) of habitual miscarriage was created. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to pelvic inflammatory disease, perforation: fallopian tube, coil embedded in other tissue, ectopic pregnancy/pregnancy (with complications), pregnancy with contraceptive device, amenorrhea, mood swings, abnormal bleeding (vaginal, menorrhagia), metallic taste in mouth, uti (urinary tract infection), yeast infection, depression, anxiety, rash, acne, endometriosis, dental problems, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: joint pain/joint ache, weight gain, bloating, pain: vaginal, pain: pelvic pain and device ineffective¿. Reporter, demographics, lab data, essure indication (amended) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.